Manufacturer narrative:
Results and conclusion summation -product performance engineering determined that mi, as noted in the xience v instructions for use, and product risk assessment, is a known adverse event associated with coronary stenting. This known pt effect is not necessarily an indication of a product quality deficiency. Although a conclusive cause for the reported pt effect, and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a lot specific product quality deficiency.

Event description:
Reporting status: serious injury-required intervention-permanent damage. Reporting rationale: procedural myocardial infarction (mi) requiring medical intervention and resulting in permanent damage. Device issue: no device malfunction has been reported. It was reported via trial that in 2008, four xience v stents were implanted. A 2.75 x 23 was implanted in the proximal lad, a 2.5 x 12 in the om3, a 3.0 x 15 in the mid circ. The pt experienced a myocardial infarction (mi) in the proximal lad, four months later, (before the 9 month f/u), and was treated two days later, with the implant of an add'l stent. No add'l event or pt info is available.